Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump would occasionally alarm no delivery when delivering a bolus. Customer's blood glucose was 85 mg/dl. Customer bloused and the device did not alarm. Alarm was a past event so unable to do troubleshooting. No further information reported.